Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's mother called back to conduct troubleshooting as the previous call was disconnected. The mother stated that the customer is new to pump therapy, and his blood glucose has been low all day. The issues began after infusion set change. The mother stated that the pump gave a low reservoir alarm after changing the set. The mother disconnected the pump and the customer's blood glucose was 51 mg/dl, and was treated with food and orange juice, which brought the blood glucose to 80 mg/dl. The customer continued with low blood glucose, and was taken to the doctor, and treated in the doctor's office with a glucose tablet. The nurse at the office stated that the pump was malfunctioning, and declined troubleshooting. The nurse stated that the pump needs to be replaced, and the customer will not be going back on it. Reviewed the alarm history and found only low reservoir alarms. The nurse stated that the customer was not connected to the pump when conducting the manual prime.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had low blood glucose. Customer's blood glucose was 40 mg/dl. Customer declined troubleshooting. Customer will not be returning the device for analysis.